Event description:
Per the field clinical specialist (fcs), approximately 1 year and 4 months post tavr procedure for a 26mm sapien 3 in the aortic position via transfemoral approach, a patient required re-dilatation for the sapien 3 valve due to a paravalvular leak (pvl). According to the fcs the patient pvl went from moderate to severe and required intervention. After the re-dilatation the pvl was down to trace.

Manufacturer narrative:
The sapien 3 valve was not returned to edwards for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. With the limited information provided, the cause of the reported pvl could not be determined. Investigation results suggest patient factors (cardiac remodeling) may have contributed to the worsening pvl and subsequent re-dilation of the valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information base on the engineering evaluation. The following sections of this report have been updated: added new information to h.6 type of investigation. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. All inspections are conducted on 100% of the units. Per procedure, the sapien 3 ultra valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3/s3u, and no IFU/training deficiencies were identified. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Additional potential risks associated with the use of the valve, delivery system, and/or accessories include: paravalvular or transvalvular leak. A risk assessment was performed on the reported event and reveal the following applicable items in the risk management worksheet as a potential cause that may lead to procedural delay. Inadequate thv performance. Hazardous situation: inadequate thv performance over time leading to symptoms (pvl, regurgitation, stenosis, structural valve deterioration, moderate gradient increase). Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on valve positioning and deployment, and post-procedure care. The benefits of the device outweigh the risks associated with inadequate thv performance resulting in percutaneous intervention. The complaints for paravalvular leak was unable to be confirmed. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event and issue was resolved after post dilation. If the valve was under deployed, it can lead to pvl. However, it was reported that the valve was implanted successfully in aortic position with no or trace pvl at the time. Due to limited information and unavailability of relevant imagery/ returned product, a definite root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified.